Manufacturer narrative:
The reported events of no sensing and no pacing were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an in-clinic follow-up there was no sensing and no pacing available on the right atrial (ra) lead. The pacemaker was reprogrammed to deactivate the ra lead until a revision procedure was performed. One week later, the ra lead was explanted and replaced to resolve the event and the patient was stable.